Event description:
A nurse reported that both ophthalmic handpieces were heating up and that there was no aspiration in phacoemulsification mode. Details of the procedure and any potential patient impact were not provided. Additional information has been requested but is not available at the time of this report. This is the second of two reports received from the same reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.